Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Manufacturer narrative:
Follow-up # 1 (05/20/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a cracked/ broken lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient's father contacted lifescan (lfs) alleging that the patient's onetouch ping meter has a line through the display. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's father alleged that the issue began approximately three to five months prior to contacting lfs. The patient manages her diabetes with an insulin pump; however, the patient's father denied the patient took any action in response to the alleged display issue. According to the patient's father, the patient was able to continue to test her blood glucose with her backup meter. Approximately one month after the alleged issue occurred, the patient experienced symptoms of vomiting and nausea due to high blood glucose; however, the patient's father denied the patient received any treatment for her reported symptoms. At the time of troubleshooting, the csr noted the patient was not using the subject meter for the first time. The patient's father denied any trauma to the subject meter. A replacement meter was sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved.